Manufacturer narrative:
The device was received and corrosion was noted in the received device, mainly on the bottom battery, pcb assembly and rear sma wire pulley. All the three batteries were measured to be depleted, caused due to corrosion on the pcb assembly. During leak test, fluid was found leaking through a tear on the unexposed portion of soft cannula. This was the source of internal fluid leakage that caused corrosion inside the pod. The damage to soft cannula affected the insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the arm. No information was provided on how the hyperglycemia was treated.